Event description:
During a patient procedure, resistance was met when advancing the guideliner. The guideliner was removed causing dissection of the lad. The patient went into surgery and recovered.

Manufacturer narrative:
Unable to verify complaint, device not returned to manufacturer. Submission of this report does not represent a conclusion or admission by vascular solutions, inc., that the content of this report is complete or accurate, that the device failed or malfunctioned in any manner or that the device caused or contributed to a death or serious injury of any person.